Event description:
It was reported that at the pre-implant functional check, the lead helix would not extend even after twenty turns. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the number of turns to extend/retract the helix exceeds the specification.. It was noted that the helix/lobe was distorted/bent.